Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient revised for grinding sensation. Update rec'd 12/14/2015: litigation papers allege the patient experienced increasing pain for some time, difficulty walking and the inability to bear weight.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update (B)(6) 2016 ¿ pfs and medical records received. After review of the medical records for MDR reportability, it is noted that revision operative record indicated that patient had an apparent, left greater than right leg length inequality before her hip replacement and subsequent to it... Surgeon preferred not to lengthen her anymore than she was in her preoperative state. This contradicts the alleged "left leg noticeably shorter than right leg" in her pfs. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 5/12/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported metal squeak, chromium 44.4mcg/l and cobalt 66.0mcg/l with no date or reference range, revision surgical report information, pathology results of focal necrosis, weakness in left thigh, difficulty lifting leg, and left leg noticeably shorter than right leg and walks with waddle. Revision surgical report noted milky joint fluid, metal staining, a few deposits of metal around the socket, minor scratches on inner surface of liner and the cup to be vertical per radiology report. Stem being added for elevated metal ions and cup being added for malposition. The complaint was updated on: jun 3, 2016.